Manufacturer narrative:
Approximate age of device ¿ 6 years and 4 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 6 years of support, low flow alarms and pump stoppages occurred. The pump was not able to maintain the set speed. There were no reported adverse effects to the patient. The patient was listed for a heart transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A review of the device history records revealed the device met applicable manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2018. The device will not be returned for evaluation. No additional information was provided.

Event description:
It was reported that after analysis of the log files, impedance trends, manipulation of the external part of the driveline, and x-ray images, the healthcare professionals suspected a short to shield of 2 of the phases. Additional pump stoppages reportedly occurred. The patient remains in the hospital awaiting a heart transplant on the high urgency transplant list. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of pump stoppages was confirmed based on the submitted log file, however, a specific cause could not conclusively be established through this evaluation. The submitted log file captured five pump stop events. These events all occurred while the patient was connected to the battery. The pump resumed operating at the set speed following each event and no further pump stops were captured. The cause of the events could not be determined. Additional pump stops were later reported to have occurred. The patient remains in the hospital awaiting a heart transplant on the high urgency transplant list. The heartmate ii instructions for use (IFU) and patient handbook address all system controller alarms and the proper responses in the event of these alarms being triggered. These documents also explain that users immediately contact emergency personnel if the problem cannot be immediately resolved. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.